Event description:
Surgery date 2006, left hemi-hip arthroplasty at the hospital. Returned to surgery the following month, due to failure of medical device (orthopedic component) which caused fracture of the femur. Hip was surgical revised and devices replaced. See x-ray report below.